Manufacturer narrative:
The production records for the set screws used in this case were reviewed, and no inconsistencies or issues were found. The returned devices were inspected, at which time damage could be seen on some of the set screws. There was noticable wear on the bottom of most returned set screws, and there was missing etching due to that wear. This wear was consistent with an implanted device. Additionally, the hexalobe feature on a number of set screws was severly damaged. It is difficult to determine if the damage observed occured during the initial surgery or was due to actions taken during the revision surgery. All other returned hardware returned showed no indication of malfunction or issues that could have contributed to the migrated set screw. The torque handles in the customer's possession were confirmed to be calibrated. It is important to note that the patient fell 3 times in the week following the initial case, and the physician and distributor both noted that this could be a cause of the set screw migration.

Event description:
It was reported that during a post-op check up, one of the set screws was found to be migrated out of the pedicle screw saddle. A revision surgery was scheduled, and the hardware was removed from the patient without incident or adverse event. There were no reported issues from the initial case. It should be noted that it was reported that within a week of the initial surgery, the patient fell three times.